Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an appropriate shock from the device. However, the episode s-ECG showed a mechanical noise artifact and the physician requested technical services review and troubleshooting advice. Technical services recommended seeing the patient in the clinic for testing, to try and reproduce the artifact with patient movements, posture changes, and manipulation of the device and electrode. X-rays were also recommended to evaluate the electrode body and pocket area to look for any anomalies. Technical services discussed the mechanical artifact could be related to an intermittent contact issue in the device header, and/or a lead integrity issue. Myopotential noise and small r-wave amplitudes were also observed in this episode, and had been observed since implant with this patient. The physician planned to continue monitoring the patient and s-ICD system. No adverse patient effects were reported. The device remains implanted and in service.